Event description:
Allergan received a copy of a summons from an attorney reporting that a pt was hospitalized at a hospital because the lap-band allegedly failed or malfunctioned and was explanted the tye surgeon. The pt experienced complications and remained in critical care. Follow up with the surgeon and/or primary health care physician, or the pt, is not possible at this time since this is a legal case. The serial number of the device was not reported to allergan and the device was not returned for product analysis.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event could not be asked to return the product for analysis based on the ongoing legal case. If the device becomes available to allergan, visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported alleged medial problems experiences by the pt are surgical and physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number could not be requested based on the pending legal case. Device labeling addresses events of surgery related complications and observations as follows: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."